Manufacturer narrative:
Device investigation: there is a flat spot in the distal segment from 17.5 to 21.5 cm. The section between 20.5 and 21.5 cm shows approximately a 2:1 stretch based on the change in the winding spacing of the internal support coil. A 0.032" mandrel was introduced into the hub of the catheter. The mandrel advanced easily until it encountered the start of the flat spot 21.5 cm from the distal tip, at which point, it could not continue to advance. The catheter is nonfunctional. Conclusion: the complaint and subsequent conversations with the physician agree with the damage observed. If the lumen of the catheter became compromised due to tortuous anatomy, the separator would not be able to pass this section. The stretching at the proximal end of the flat spot is likely due to the psc032 being pulled out through a pinch point in tortuous anatomy.

Event description:
The physician tracked a psc054 over a psc032 and guide wire. The physician then pulled the wire out and attempted to insert a pss032 and was unable to advance the separator. The physician decided to try another pss032 without success. The entire system was removed and upon removal, the physician observed a long flattened section on the distal end of the psc032.